Manufacturer narrative:
Insulin pump received with blank display and constant tone/buzzing due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to blank display. Insulin pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display and constant tone. Customer's blood glucose was unknown. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.